Event description:
During a cataract extraction procedure, when this phacoemulsification handpiece was used, it would short out the phacoemulsification unit being used. Another handpiece was used to complete the procedure.